Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly.

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly the pump had been dropped. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 130 mg/dl.